Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that years ago the patient had sepsis and were hospitalized because they were sick and had a fever.